Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received multiple intermittent cartridge alarms (cartridge alarm 19) during basal delivery for the past 2 weeks. Customer reported blood glucose level was 300-400 (mg/dl). Correction bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.